Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that although the latch was completely locked, the pump stopped and indicated that the latch was open. Per reporter the message displayed is "latch open, latch close." It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found minor scratches on the chassis. The device's event history log was not applicable for review. Functional testing was conducted. Upon review, the reported problem was duplicated. The most probable root cause was a faulty latch lock sensor. The latch flex sensor was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.